Event description:
Related manufacturing ref: 2182269-2018-00128. During an cavotricuspid isthmus ablation, a pericardial effusion occurred. While finishing the procedure, the patient became hypotensive and a transthoracic echocardiogram was performed and revealed an effusion. A pericardiocentesis was performed to stabilize the patient. The patient was transferred to the ICU for monitoring.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record was unable to be reviewed as a lot number was not provided. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.